Event description:
The pump was returned for investigation. Investigation revealed moisture ingress, a vibration motor failure, and a bolus button leak. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the bolus button cover was observed to be missing, and evidence of moisture ingress was visible behind the display lens. During testing, the pump was powered on and did not emit vibratory alerts due to a motor failure caused by internal moisture. A leak test was performed and confirmed a bolus button leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. (B)(6).